Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges "doctor found the blue cuff leakage when they opened the package during functional test in the 3rd people hospital in wuxi city." It was reported there was no patient involvement.

Event description:
Customer complaint alleges "doctor found the blue cuff leakage when they opened the package during functional test in the 3rd people hospital in (B)(6)." It was reported there was no patient involvement.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. The pressure of the clear cuff and the blue cuff of the complaint device were then tested by inflating the cuffs to 25 mbar using a calibrated endotest. The white cuff was able to maintain pressure at 25mbar for 30 minutes; however, the blue cuff was unable to maintain pressure. A water leak test was then conducted on the returned sample by immersing it underwater. Bubbles were observed flowing out from the blue cuff. The area of leakage was observed under magnification and a pin hole was observed on the cuff. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The complaint of leakage was confirmed; however, a root cause for the issue could not be determined. There is a 100% leak test conducted at the manufacturing facility whereby any leakage would be detected prior to release. It is possible that the failure could be induced during product handling, although this could not be confirmed.